Event description:
It was reported that on (B)(6) 2022, the patient had respiratory failure and was acutely hypotensive. Increased pressors were given with 2 units of packed red blood cells (prbc). The patient went into pulseless ventricular tachycardia (v-tach)/ ventricular fibrillation (v-fib) and shocked twice until there was a return of spontaneous circulation (rosc). The patient was reintubated. The patient also suffered from renal dysfunction and exhibited signs of pulmonary edema, lactic acidosis, and anion gap medical acidosis. Sustained low efficiency dialysis was started and the patient¿s creatinine was trending down. The patient was stabilized by (B)(6) 2022 and continued on dialysis. It was noted that the sustained ventricular tachycardia existed prior to the vad implant, while the v-fib did not. The device was considered to be operating as planned, and was not considered to be a contributing factor to the respiratory failure. The patient¿s hemoglobin and hematocrit (h/h) was trending downward without evidence of active bleeding. The patient remained intubated until (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported respiratory failure, cardiac arrhythmia, and renal dysfunction could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate 3 lvas (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook are currently available. This IFU lists respiratory failure, cardiac arrhythmia, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 lvas. This document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.